Event description:
It was reported that the patient underwent an l5-s1 anterior lumbar interbody fusion using rhbmp-2/acs. "Imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve compression at the site of implant". The patient has experienced chronic pain and radiculitis. No further details were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008 patient presented for following pre operative diagnosis: degenerative disc disease at l5-s1. Operations performed: anterior lumbar inter body fusion with precision graft and rhbmp 2/acs, l5-s1; anterior lumbar plating at l5-s1. Per op notes: ¿¿surgeon took off approximately 1 mm of each end plate and then placed a 14 mm precision graft filled with rhbmp 2/acs. Surgeon took the remaining rhbmp 2/acs and placed it around the side. Once the precision graft was in place the housing was removed¿¿ no known patient complications reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.